Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) had an abnormality during a self-check when the aic was launched. This issue occurred during preparation and was replaced with another aic. No patient harm has been reported.